Manufacturer narrative:
This record is identified as a duplicate. This issue is already reported under MFR report number # 9610816-2023-00548.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the avalon fm20 fetal monitor sound cannot be heard.patient involvement is unknown. There was no report of patient or user harm.